Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Based on the information provided by the customer, the root cause of the reported broken ampoule could not be determined as no devices were returned and as there was no odour detected when the damage to the product was noted. It could not be determined when the damage might have occurred.

Event description:
The customer reported by letter "once opened the sealed packing, the ampoule was found broken." Contacted by phone customer reported "we opened the packing during surgery procedure. No delay, no adverse consequences, another packing available has been immediately opened".

Event description:
The customer reported by letter "once opened the sealed packing, the ampoule was found broken." Contacted by phone customer reported "we opened the packing during surgery procedure. No delay, no adverse consequences, another packing available has been immediately opened".

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.